Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
On 05/22/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "force bipolar robot instrument was being used during case when it was noticed that the instrument was broken. We had trouble getting instrument out of the trocar, had to use emergency unlock key and emergency stop on robot twice. Successfully removed instrument from pt and sterile field."